Manufacturer narrative:
Product analysis: analysis found that there was adhesive on the battery contacts, however no fault was found. The device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged knob. The product was returned to service. There was no patient involvement.